Manufacturer narrative:
The lens was returned in a specimen cup with a qualified cartridge. Solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic was cut into two portions, typical of insertion and removal. Both cut optic portions have small split/cracks on the anterior and posterior sides near the cut damage. A used qualified cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge does have evidence that it was placed in a handpiece. The tip has light stressed observed. All product and batch history records are quality reviewed prior to product release. Qualified associated products were provided. The root cause could not be determined for the reported ¿defect on the lens¿ complaint. The specific lens issue was not specified. Damage to the lens was observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noted the defect on lens once it was inserted. The lens removed and replaced with a new lens.